Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. Reportedly, the patient had an history of recurrent staphylococcus infections with different infectious agents such as streptococcus and klebsiella. In addition, the patient had mobile masses on the leads. There were no additional adverse patient effects reported. The rv lead was explanted.